Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative reported that the patient has both a spinal cord stimulation system and a deep brain stimulation system. It was reported that the deep brain stimulation implantable neurostimulator was replaced on (B)(6) 2020. No further information is known regarding this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Caller (sister of patient) reported that last week patient went to local neurologist and was told that the battery was not working and because of this patient's pain had returned. Caller said hcp was not familiar with the device and redirected patient to hcp that is familiar with device. Caller's reason for call was to ask for hcp listings so that patient could find dr. To replace device. Patient had her device implanted 3 hours away in los angeles, ca and is not able to travel that far unless it was via medical transport because she was in so much pain currently from not having battery working. Caller said that patient was bed ridden now and couldn't stand on two feet or even get up to go to the bathroom because of level 10 pain. Caller said stimulator does help patient, so she wanted device to replaced asap. Reviewed role of manufacturer representative (rep) and reviewed that patient service can send message to field to notify of patient's situation. Caller was redirected to the healthcare provider (hcp) in regard to managing medical symptoms and battery replacement needs. Hcp listings were sent.